Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection which was treated multiple times by antiobiotic therapy (type not reported) as well as surgery to repair the skin flap (date not reported), which did not alleviate the problem. There are plans to explant the device to facilitate healing, however, this has not occurred as of the date of this report, (B)(6), 2011.